Manufacturer narrative:
(B)(4). On (B)(6) 2014 (B)(4). This is considered malfunction of the battery pca as it failed to meet specifications. This is a reportable malfunction as should this malfunction recur it could cause or contribute to a death or serious injury, e.g. Failure to power up in an emergency situation thereby causing delay in therapy, loss of power, intermittency in power or unexpected shutdown. On (B)(6) 2012 the customer reported that the pin is not making good contact - damaged. There was no reported pt involvement. The philips repair bench repaired the device by replacing the battery pca. The device passed all performance assurance testing and was returned to the customer. The battery pins are considered damaged from use outside of normal and expected, and not a malfunction. This complaint does not indicate the presence of a systemic problem or emerging issue. No further investigation is warranted. No formal response was requested and none is warranted.

Event description:
The customer reported that the pin is not making good contact/damaged. There was no report of pt involvement or that the unit failed to power up.